Manufacturer narrative:
Information regarding suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Occupation: non-healthcare professional investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle for activation of the carbon dioxide (co2) cartridge. A round portion of the activation knob had broken from the bottom of the device. The broken piece of the activation knob was included with the returned device. The co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When retested with a new co2 cartridge and activation knob, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. However, the most likely cause is the broken activation knob observed, which would result in the co2 cartridge immediately discharging and the hissing noise observed in the report. The cause of the broken activation knob is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated to reduce occurrences of activation knob and handle breakage or cracking. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available

Event description:
In preparation for a hemostasis procedure, the physician prepared a cook hemospray endoscopic hemostat. After activation of the carbon dioxide cartridge, the gas escaped directly [sic]. The powder would not come out, only a hissing noise was noticeable. The system did not come in contact with the endoscope or the patient. Then another hemospray was used and the procedure was done successfully. This occurred prior to patient contact; there was no impact to the patient. In addition, no adverse effects to the user were reported.